Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive on bending section cover had a crack and a scratch; due to a scratch or dirt on the objective lens, flare occurred on the image; due to clogging of the nozzle, water removal ability did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the electrical connector had discoloration due to water leakage; the light guide lens had a crack; the objective lens had discoloration. Additionally, the following components had a scratch: the protector of the universal cord on the suction connector side, the right/left angulation control knob, the scope connector cover unit, the suction connector, the scope cover, the switch box, the upward/downward angulation control knob, the universal cord, the plastic distal end cover, the connecting tube, the control unit, the forceps elevator knob, the forceps elevator lever, and the grip. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope was difficult to enter the carbon dioxide (co2) button. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign substances were found to be organic silicone and polyethylene terephthalate, but the origin could not be determined. Organic silicone foreign objects may be pieces of broken rubber materials used in endoscope accessories (gaskets for air and water buttons, tubes used for cleaning, and tubes for water tanks). The polyethylene terephthalate is thought to be fragments of gauze used in the surrounding area (clean wipes, nylon brushes, etc.), but due to its diverse origins, it was not possible to identify it. In addition, although it is difficult to determine the cause of the foreign matter remaining in the equipment, it is possible that a part of it was chipped due to deterioration of the accessory and entered the air and water supply pipe, leading to the blockage. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of combined functions with related equipment". [Inspection of endoscope]. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the end of the endoscope. [Inspection of objective lens surface cleaning function]. When using the air/water supply button. When you press the button while covering the air/water button hole with your finger, confirm that water flows across the endoscope image. Olympus will continue to monitor field performance for this device.